Event description:
It was reported unit collapsed but did not break during use.

Manufacturer narrative:
The wife of the user, an occupational therapist, was there to help her husband when unit "collapsed". She reported no injuries occurred.